Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation is completed, a f/u report will be submitted.

Event description:
It was reported that during an ablation procedure, saline was noted to be leaking from the handle of the catheter. The leak occured a couple of hrs after the procedure had started and was noted to be coming from the proximal end of the handle in the area of the irrigation tubing. There were no consequences to the pt.